Event description:
It was reported that the patient presented for a generator change procedure. Prior to the procedure, it was noted that the right ventricular (rv) lead exhibited noise over-sensing which resulted in pacing inhibition. It was also noted that the rv lead exhibited low pacing impedance and insulation damage. The rv lead was capped and replaced on (B)(6) 2025. The patient was in stable condition.